Event description:
It was reported that the customer received multiple button alarms. There was no adverse effect to the customer's blood glucose level. A pump evaluation was performed and confirmed pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.